Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units and the insulin gauge displayed 105 units. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was found that the customer does not remove air from the cartridge prior to filling it with insulin. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.